Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was repositioned because there was oversensing (emi), high pacing impedances of greater than 2000 ohms and loss of capture. This lead was removed and tested through an analyzer and then reconnected to the device header. Impedances and thresholds were then good.